Event description:
Prior to the reported pump stop, it was noted that mild oozing was seen at the abdomen where the pump was fixated. Additional sutures were placed at the site to assist with the bleeding. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
Additional information was reviewed pertaining to the noted case. Sections b, g4, h1, and h6 have been updated to coincide with the additional report of oozing/bleeding related to the implanted pump. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. Without additional clinical details, the root cause of the access site bleed could not be determined. The impella 5.5® with smartassist® for use during cardiogenic shock instructions for use states in section: warnings and cautions to ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. It also states ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ to conform to updated procedures, sections d6 & h10 were revised with updated information.

Manufacturer narrative:
The investigation into the pump stop has been completed. The returned pump was visually inspected and biomaterial was observed on the impeller. The cause of the issue was biomaterial. The instructions for use for the pump stop is as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 49yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a pump stop but the staff could not determine the cause. Upon troubleshooting, the staff noted a brief motor current spike and a subsequent pump stop. The nurse changed the settings and all waveforms were as they were prior to the pump stop. There were no further issues. The pump remained on for support. There was no patient harm reported.